Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. Evaluation/testing of the customer samples was performed and stopper pullout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during r&d testing the stopper removal forces did not meet the minimum force specification with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: during r&d testing, we had three batches of 13x75mm bd sst¿ tubes with 2nd time stopper removal forces that did not meet the minimum force specification.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9074745. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-15. Medical device lot #: 9074746. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-15. Medical device lot #: 9081733. Medical device expiration date: 2020-03-31." Device manufacture date: 2019-03-22. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing the stopper removal forces did not meet the minimum force specification with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: during r&d testing, we had three batches of 13x75mm bd sst¿ tubes with 2nd time stopper removal forces that did not meet the minimum force specification.